Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. The correct test bg value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. No frozen screen anomalies or navigation anomalies noted during testing. Unit received with partially faded serial number label.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer's blood glucose value was 120 mg/dl. The customer was assisted with troubleshooting and was able to clear the alarm. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for the analysis.